Event description:
The customer was using the rms amplichip cyp450 kit. Out of approximately 83 samples of known genotype, one was reported as discrepant when compared to three other genotyping platforms. The rms amplichip generated a genotype result of 2d6 *1/*41 and the other platforms generated a 2d6 *3/*4 genotype. Genotype 2d6 *1/*41 is associated with a phenotypic expression of an extensive metabolizer and genotype 2d6 *3/*4 with a phenotypic expression of a poor metabolizer. These results are part of an evaluation study and therefore had no impact on pt treatment. Treatment was neither recommended nor changed based on these results.